Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the system pcb assembly. After replacing the system pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
The device was used to administer two shocks at 300 joules each to a patient diagnosed in asystole. Subsequently, the device reportedly failed to charge above 200 joules and displayed the attention warning symbol. An AED was immediately available and used. No shocks were advised due to the patient's non-shockable rhythm. The patient was not resuscitated. The reporter indicated that the device did not cause or contribute to the patient's outcome. The reporter's opinion was based on an assessment of the patient's lack of viability.